Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor performance and tip fold over. The patient was re-implanted with another cochlear device during the same surgery.